Manufacturer narrative:
(B)(4). Carefusion field service evaluated the unit, and was unable to find any problems with the unit. He performed exhalation valve calibration, user verification testing and operational verification procedure before returning the unit back to the customer.

Event description:
The customer reported that exhaled volumes are low, and out of specifications while on a patient. The unit patient was removed off of the unit, and placed on another unit. There was no patient harm. According to the customer they replaced the flow sensor and the patient circuit, which corrected the problem, however the unit was failing the leak test. A field service representative was requested to come and assist with the issue.